Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include warnings, precautions: and intended use: warning: do not exceed rated burst pressure (rbp). Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur. Precaution: use only recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit¿. The site reported that during removal of the sheath access to the ruptured balloon was completely lost. The IFU instructs the user to deflate the balloon and remove the balloon and sheath as a unit in the event balloon pressure is lost and/or rupture occurs. Based on the information provided, no product returned and results of the investigation it is likely that the user technique during withdrawal may have contributed to the reported separation; however, a definitive root cause could not conclusively be determined. The most likely root cause of the balloon rupture remains undetermined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during balloon angioplasty the physician inflated the advance 35 lp low profile balloon catheter in the renal artery and the balloon burst circumferentially under nominal pressure. While removing the device, a portion of the balloon remained in the brachial artery. The patient subsequently underwent cut down for removal. No further information was provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the user inflated the balloon in the renal artery during an angioplasty and the balloon ruptured. The balloon was unable to be recaptured, so the sheath was removed and access was lost. While removing the device, a portion of the balloon remained in the brachial artery. A cut down had to be performed to remove the balloon. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.